Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 46 mg/dl at the time of the incident, 30 35 mg/dl at the time of admission, and 67 mg/dl at the time of the call. The customer has been experiencing lows for about 2 weeks. The customer was given food, intravenous fluids, and food tubes to treat. The customer experienced symptoms such as shaking, anxiety, weakness, and fatigue. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also complained about their holster getting loose, a keypad anomaly, and highs of 280-300 mgl/dl but declined troubleshooting for the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.